Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements of greater than 2500 ohms. A lead fracture was suspected but not confirmed as fluoroscopy was inconclusive. A revision procedure was performed, however access to the ra lead was unable to be obtained thus the procedure was aborted. The ra lead and crt-d remain in service. The physician is considering placing another lead on the opposite side, however the field representative has not been notified of any further procedures for this patient. No additional adverse patient effects were reported.